Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that during the implant procedure the right atrial lead exhibited poor sensing. The implanting physician made several unsuccessful attempts at placing the lead in various locations, but had difficulty retracting the helix. The physician then decided to complete the procedure with a replacement lead. The patient¿s condition was recovering.

Manufacturer narrative:
The reported events of ¿sensing was poor¿ and ¿trouble retracting the helix¿ were not confirmed. A complete lead was returned in one piece measuring 52.4 cm. Analysis found the inner coil over-torqued at the connector region consistent with procedural damage. After cleaning the helix region and applying torque to the inner coil, the helix was able to extend and retract. The extended helix was within product specification.